Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Review of the controller log files was not performed since log files were not available for analysis. As a result, the reported event could not be confirmed. Of note, it was reported by the site that the patient expired with both batteries disconnected. Based on the available information. The most likely root cause of the reported event can be attributed to the reported disconnection of both power sources from the controller as described in the event details. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired at home with no batteries connected to the controller.